Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with the insulin pump. The customer was informed that there could be many reasons for high blood glucose. Customer states that there is physical damage in the form of cracks on their insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.